Event description:
Flexiseal bowel mgmt system inserted and functioning well, noted the balloon catheter and irrigation pigtails were no longer present on the catheter. New catheter inserted without incidence. Dates of use: one day - (B)(6) 2010. Diagnosis or reason for use: incontinence. Event reappeared after reintroduction? No.